Manufacturer narrative:
This report is submitted on 07 april 2021.

Event description:
Per the clinic, the patient experienced crusting around abutment. The patient was treated with antibiotics (type not reported) on (B)(6) 2021.